Event description:
The customer received questionable thyroid results for two samples from one patient. The cobas e602 analyzer results from the (B)(6) 2014 sample were reported and the physician questioned them. This sample along with a new sample collected on (B)(6) 2014 was tested by the fuji rebio method. The sample from (B)(6) 2014 was provided for investigation and tested on analytical p module with reagent lot 178189 (exp: 05/30/2015) and cobas e411 analyzer with reagent lot 177312 (exp: 03/30/2015). Refer to the attachment to the medwatch for all patient data. There was no adverse event reported. As inadequate patient sample volume remained, no further investigation could be performed. A specific root cause could not be identified.

Manufacturer narrative:
Refer to the medwatches with patient identifiers (B)(6) for the thyrotropin (tsh) and free thyroxine (ft4) assays. This event occurred in (B)(6).